Manufacturer narrative:
(B)(4). Event is currently under investigation.

Event description:
During the chemotherapy infusion on the (B)(6) year old female patient, the PICC line was noted to be leaking from the joint of the external white hub and PICC line. The PICC line was removed and a new PICC line was reinserted for patient and staff safety. No adverse effects to the patient were reported due to this occurrence.

Manufacturer narrative:
Investigation ¿ evaluation: a review of the complaint history, device history record, quality control, trends and a visual inspection of the returned device were conducted during the investigation. The visual inspection of the returned device confirmed that the clear tubing was partially separated from the white hub. A leak test was conducted, and a leak was noted to have occurred at the hub. A document based investigation evaluation was also performed. There is no evidence to suggest the product was not made to specifications. A review of the device history record showed no nonconforming events which could contribute to this failure mode. It should be noted there were no other reported complaints for this lot number. Based on the information provided, the examination of the returned product, and the results of our investigation, a definitive root cause could not be determined. Measures have been previously conducted to address this failure mode. We will continue to monitor for similar complaints. Per the health risk assessment, no further action is required.